Manufacturer narrative:
Additional information will be provided upon conclusions of the investigation.

Event description:
During evaluation of the enterprise 8000x bed, an distance between the retaining clip assembled on subframe spigot and bearing assembled into radius arm was found. There was no information regarding patient involvement. No injury or other medical consequences were reported.

Manufacturer narrative:
On 02 apr 2020 arjo was informed about enterprise 8000x bed issue which occurred in (B)(6) in (B)(6). The evaluation of the device performed by arjo technician confirmed that there was a distance between the retaining clip assembled on subframe spigot and bearing assembled into the radius arm. There was no information regarding the patient. No injury was reported. The simulations carried out by the manufacturer showed that two potential situations may lead to an unacceptable distance and consequently to radius arm detachment. The first one when the backrest is blocked with an obstacle in the position of 45 degrees and pushed till the actuator limits, then the bed is gently pulled by the foot section of the bed. And the second one when an obstacle is put between the base frame and radius arm. Based on testing results, it can be concluded that the reported malfunction (unaccepted distance) itself cannot lead to the radius arm detachment and bed collapse and if the bed is used according to the procedure described in instructions for use dedicated to the enterprise 5000x bed (IFU 746-577-UK-14). IFU warns: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement¿. Based on the information gathered and device analysis results, the exact cause of the reported issue could not be determined. In summary, the enterprise 5000x bed did not meet the manufacturer¿s specifications. There was no indication regarding the patient lying on the bed when this malfunction was observed. The complaint decided to be reportable in the abundance of caution because the unacceptable distance under specific circumstances (described in the section above) may lead to the radius arm detachment and bed collapse.